Event description:
Patient reported right side "feeling of pain and pulling" and stated "surgeon said implants must be removed." Patient has further reported capsular contracture baker grade unknown and right implant rupture diagnosed by ultrasound. The device has been explanted.

Event description:
Patient reported a feeling of "pain and pulling" and stated "surgeon said implants must be removed.". Patient has further reported capsular contracture, baker grade) and right implant rupture. This relates to the right device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "feeling of pain and pulling" and stated "surgeon said implants must be removed." Patient has further reported capsular contracture baker grade unknown and right implant rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "feeling of pain and pulling" and stated "surgeon said implants must be removed." Patient has further reported capsular contracture baker grade unknown and right implant rupture diagnosed by ultrasound. The device has been explanted.